Manufacturer narrative:
Dentist claims that the insertion post for the placement of a dental implant was insufficient. Product was evaluated and no problem was detected. Product performs as intended and is fully functional.

Event description:
Insertion post for dental implant insufficient.